Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed successfully for history for thrombus in the inferior ivc and dvt. Patient had history of metastatic cancer mass causing infrarenal ivc occlusion. A contrast injected vena cavagram performed prior to filter deployment demonstrated an abrupt occlusion of the ivc inferior to the renal veins; therefore, the vena cava filter was deployed in a suprarenal location. The patient was hemodynamically stable at the conclusion of the procedure. Approximately four months post filter deployment, guided ultrasound demonstrated persistent occlusion in the distal ivc inferior to the vena cava filter. Approximately six months post vena cava filter deployment, cardiac imaging, a CT scan and a chest x-ray demonstrated a moderate size pericardial effusion and a small to moderate left pleural effusion with associated atelectasis. A metallic density was identified transversing the wall of the right ventricle, perforating the right ventricle wall and pericardium. A new mesenteric edema in the celiac axis, surrounding the abdomen was also identified. Following the CT scan a median sternotomy surgery was performed to successfully remove the foreign body from the right ventricle and remove the blood in the pericardium. The patient was hemodynamically stable at the conclusion of the surgery. The foreign body was sent to surgical pathology for evaluation. Pathology report stated that it received a foreign body ¿ suture and metallic clip. Foreign body measures 3.1 cm in length, less than 0.1 cm in diameter segment of a blue firm and pliable structure - like material with a 0.4 cm in length by less than 0.1 cm in diameter metallic clip. The clip had a sharp end and the suture material passes through the lumen of the clip. There was no tissue grossly identified. Approximately seven months post filter deployment, the filter was successfully captured and retrieved using a snare device. There were no reported difficulties retrieving the vena cava filter. A post filter retrieval contrast injected vena cavagram demonstrated an abrupt occlusion inferior to the renal takeoffs; the infrarenal abrupt occlusion was also identified prior to the filter deployment, no extravasation was identified in the ivc. The patient was hemodynamically stable at the conclusion of the procedure. Three days later a follow-up CT scan of the abdomen was performed, no evidence of a retroperitoneal hematoma or a hemorrhage adjacent to the ivc where the vena cava filter was previously located. The infrarenal ivc occlusion was a known metastatic mass in the abdomen. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege the patient had history of a metastatic cancer mass causing infrarenal ivc occlusion. A filter was deployed successfully in the suprarenal position for history of thrombus in the inferior vena cava. Approximately four months after deployment, ultrasound demonstrated persistent occlusion in the distal ivc inferior to the vena cava filter. Approximately six months after deployment, cardiac imaging and a CT scan allegedly demonstrated a moderate size pericardial effusion. A metallic density was identified transversing the wall of the right ventricle. A sternotomy was performed to successfully remove the foreign body from the right ventricle. The pathology report stated that pathology received a foreign body, suture and metallic clip. The foreign body measured 3.1cm in length and less than 0.1cm in diameter segment of a blue firm and pliable structure. The metallic clip was reported to be of like material with a 0.4cm in length by less than 0.1cm in diameter metallic clip. The clip was reported to have a sharp end and the suture material passed through the lumen of the clip. Approximately seven months post filter deployment, the filter was successfully captured and retrieved using a snare. Based on the medical record review, limb detachment can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received from medical records: medical records were received and reviewed. A vena cava filter was deployed successfully superior to the renal takeoffs for a history of thrombus in the infrarenal ivc and dvt. Approximately six months post filter deployment; diagnostic imaging demonstrated a pericardial effusion and a metallic density perforating the wall of the right ventricle. A median sternotomy was performed to successfully remove the foreign body from the right ventricle and blood from the pericardium. Approximately seven months post filter deployment, a snare device was used to successfully capture and retrieve the vena cava filter without incident. No extravasation was identified in the ivc. The patient was hemodynamically stable at the conclusion of the procedure.

Event description:
New information received from medical records medical records were received and reviewed. A vena cava filter was deployed successfully superior to the renal takeoffs for a history of thrombus in the infrarenal ivc and dvt. Approximately six months post filter deployment; diagnostic imaging demonstrated a pericardial effusion and a metallic density perforating the wall of the right ventricle. A median sternotomy was performed to successfully remove the foreign body from the right ventricle and blood from the pericardium. Approximately seven months post filter deployment, a snare device was used to successfully capture and retrieve the vena cava filter without incident. No extravasation was identified in the ivc. The patient was hemodynamically stable at the conclusion of the procedure. New information: it was reported through the litigation process that a vena cava filter was placed in a patient temporarily to prevent pulmonary embolism. Some time post filter deployment, the patient developed a retroperitoneal mass encasing the infrarenal ivc, and subsequently developed an occluding thrombus within the infrarenal ivc. Approximately six months post filter deployment, it was alleged that the patient experienced upper abdominal and chest pain, with shortness of breath and went to the ER. Furthermore, a CT scan demonstrated that a filter detached and a broken leg, migrated, and embolized to the heart, transecting the right ventricle causing a pericardial hematoma. Additionally, the patient experienced bleeding. This event required an emergency median sternotomy to remove the detached filter strut, surgical repair of the ventricle, and evacuation of the hematoma. The device was removed percutaneously and the detached filter strut was removed via an open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: a vena cava filter was deployed successfully for history for thrombus in the inferior ivc and dvt. Patient had history of metastatic cancer mass causing infrarenal ivc occlusion. A contrast injected vena cavagram performed prior to filter deployment demonstrated an abrupt occlusion of the ivc inferior to the renal veins; therefore, the vena cava filter was deployed in a suprarenal location. The patient was hemodynamically stable at the conclusion of the procedure. Approximately four months post filter deployment, guided ultrasound demonstrated persistent occlusion in the distal ivc inferior to the vena cava filter. Approximately six months post vena cava filter deployment, cardiac imaging, a CT scan and a chest x-ray demonstrated a moderate size pericardial effusion and a small to moderate left pleural effusion with associated atelectasis. A metallic density was identified transversing the wall of the right ventricle, perforating the right ventricle wall and pericardium. A new mesenteric edema in the celiac axis, surrounding the abdomen was also identified. Following the CT scan a median sternotomy surgery was performed to successfully remove the foreign body from the right ventricle and remove the blood in the pericardium. The patient was hemodynamically stable at the conclusion of the surgery. The foreign body was sent to surgical pathology for evaluation. Pathology report stated that it received a foreign body suture and metallic clip. Foreign body measures 3.1 cm in length, less than 0.1 cm in diameter segment of a blue firm and pliable structure like material with a 0.4 cm in length by less than 0.1 cm in diameter metallic clip. The clip had a sharp end and the suture material passes through the lumen of the clip. There was no tissue grossly identified. Approximately seven months post filter deployment, the filter was successfully captured and retrieved using a snare device. There were no reported difficulties retrieving the vena cava filter. A post filter retrieval contrast injected vena cavagram demonstrated an abrupt occlusion inferior to the renal takeoffs; the infrarenal abrupt occlusion was also identified prior to the filter deployment, no extravasation was identified in the ivc. The patient was hemodynamically stable at the conclusion of the procedure. Three days later a follow-up CT scan of the abdomen was performed, no evidence of a retroperitoneal hematoma or a hemorrhage adjacent to the ivc where the vena cava filter was previously located. The infrarenal ivc occlusion was a known metastatic mass in the abdomen. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four months after deployment, ultrasound demonstrated persistent occlusion in the distal ivc inferior to the vena cava filter. Approximately six months after deployment, cardiac imaging and a CT scan allegedly demonstrated a increased hyperdense small to moderate size pericardial effusion. A metallic density was identified transversing the wall of the right ventricle. A sternotomy was performed to successfully remove the foreign body from the right ventricle. The pathology report stated that pathology received a foreign body, suture and metallic clip. The foreign body measured 3.1cm in length and less than 0.1cm in diameter segment of a blue firm and pliable structure. The metallic clip was reported to be of like material with a 0.4cm in length by less than 0.1cm in diameter metallic clip. The clip was reported to have a sharp end and the suture material passed through the lumen of the clip. Approximately seven months post filter deployment, the filter was successfully captured and retrieved using a snare. Therefore, based on the medical record review, limb detachment can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Outcomes attributed to adv ev), (patient code: 1884).